Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current due to moisture damage on electronic and motor assemblies.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer blood glucose level was 285 mg/dl. Customer also stated that they received low battery alert prior to the replace battery alert. The device will be returned for analysis.